Manufacturer narrative:
The production identifier of lot number was not available from the consumer. The consumer did not have the package. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported on behalf of her daughter that upon attempted removal of a tampon, it fell apart inside of her. The mother reported she assisted with removing the remaining pledget from her daughter's vaginal cavity and no medical care was required. She did not report any serious adverse events.